Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2018 at 11 am for high blood glucose levels. The customer reported that she was brought in to the emergency room in the ambulance. The customer stated that she was unconscious but the health care professional said that when they took her cannula off, it turned out that the cannula did not go inside her body at all. It was reported that the customer does not remember it was delivering insulin outside of her body. The customer stated that the cannula was bent inside. It was reported that the customer¿s current blood glucose level was 13 mmol/l. The customer was treated for high blood glucose levels. It was reported that the customer was using the insulin pump system within 48 hours of reported incident. The customer reported that she does not remember the blood glucose levels at the time of event. Troubleshooting was not completed during the call. Product was not returned for analysis.